Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the up arrow, down arrow, and ok keypad buttons were both under-responsive and over-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigators were unable to duplicate complaint about keypad. The keypad is intact with no evidence of peeling or damage. All keys are responsive. Removed the keypad, no evidence of contamination on key contacts. There was no evidence of corrosion near keypad connector. The display was dim and pink. The battery compartment was cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.